Manufacturer narrative:
Continuation of d10: product ID: 39565-30. Serial# (B)(6). Implanted: (B)(6) 2008. Product type: lead. Product ID: 3708140. Serial# (B)(6). Implanted: (B)(6) 2008. Product type: extension. Product ID: 3708140. Serial# (B)(6). Implanted: (B)(6) 2008. Product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Rep reported hcp did not send the device back to rep. Impedance was checked and everything left as is per physician. Readings were attached. Battery was replaced per patient due to normal replacement. The battery died the patient said ¿maybe last year.¿ root cause was not determined. No further information.

Manufacturer narrative:
Concomitant products: product ID: 39565-30, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708140, serial#: (B)(4), implanted: (B)(6) 2008, product type: extension. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(4), ubd: 22-feb-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 12-mar-2012, UDI#: (B)(4); product ID: 3708140, serial/lot #: (B)(4), ubd: 12-mar-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that the patient had their non-rechargeable implanted neurostimulator (ins) replaced on (B)(6) 2021 because it had been dead and they had impedance issues before.  Impedances were checked on (B)(6) 2021 and were found to be out of range (>10,000 ohms).  The lead and extensions were not replaced, but the rep was able to use the three working contacts to provide full coverage for the patient's back and leg pain.  No symptoms reported.